Manufacturer narrative:
Investigation: per the customer, bacteria was found in the platelets bag. The donor has been checked; results are pending. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the patient was allegedly contaminated by a bacteria, serratiamarcescens, from a single dose of platelets collected from a trima machine. The patient required intubation and transfer to the intensive care unit where he was treated for septic shock complicated by dic. The platelets had been collected at (B)(6) hospital (B)(6). The customer declined to provide the patient weight. The disposable set is not available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation:a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Terumo bct products are sterilized using an ethylene oxide process (eto). The probability for having atrima set with surviving bacteria organisms is less than 1 in 1 million. Bioburden testing results revealed that samples of the lot number in question were within normal levels. Serratia marcescens is ubiquitous in the environment and may be isolated from humans and animals. It is a gram-negative organism requiring either water or a humid environment toproliferate. Terumo bct products such as trima are made only from dry tubing and plastic materials manufactured in lakewood, co which has a dry environment (< 20% rh). These conditions do not allow for the proliferation of gram-negative organisms. Serratia marcescens is a vegetative cell with no known innate resistance to eto sterilization. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the results of our bioburden testing and our eto process, it is unlikely that this form of bacteria is associated with the trima accell disposable set. Although not conclusive, it is most likely that this form of bacteria was the result of the donor venipuncture procedure.